Event description:
This lead was implanted on (B)(6) 2008 and was capped and replaced on (B)(6) 2011 for an unknown reason. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).